Manufacturer narrative:
The following components were received in the return: catheter assembly with tether wires and sensor intact. Visual inspection of the hub was found to be normal. Visual inspection of the skiving portion of the catheter was found to be normal. Visual inspection of the sensor identified no exterior damage. The sensor was observed to be slightly lifted from the delivery system. Inspection of the length of the catheter was found to be normal, with minimal kinking or use damage. The results of the investigation are that there are no product anomalies identified that contributed to the event description. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
During the implant procedure, an entanglement with the left ventricular lead led to a procedure cancellation. The delivery catheter was advance over a 0.18" cook medical guidewire. The catheter and guidewire became entangled in the left ventricular lead. The delivery catheter was freed from the lead via manipulation, and the procedure was aborted.